Event description:
It was reported that during an emergency room (ER) visit, this cardiac resynchronization therapy defibrillator (crt-d) was interrogated and found to have stored multiple ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes. The health care professional (hcp) called technical services (ts) for consult review of stored episodes. Upon review, ts noted the ventricular episodes had atrial fibrillation (af) with some had rapid ventricular response (rvr) and one rhythm appeared to have developed two separate arrhythmias, a ventricular fibrillation (vf) arrhythmia and af with rvr. The crt-d delivered a shock which appropriately converted the vf, however also inappropriately terminated the af with rvr. Ts also noted a saved pacemaker mediated tachycardia (pmt) episode. Further review of the pmt episode showed the pmt to be atrial driven and was terminated by the device algorithm. At this time, this crt-d remains in service. No additional adverse patient effects were reported.